Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the entire drawer was not detected on the bus, and they tried rebooting twice and was unable to recover space. The customer stated that this malfunction caused a delay to the patient care and the user managed to retrieve medication from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire drawer was not detected on the bus. A field service engineer opened the back panel and found no heartbeat light on the pyxibus module board, while the drawer controller board light was present. The station was powered off, the retractor band was replaced, and the row board cable was reseated. During the inspection, it was discovered that the rails for the drawer were damaged. The original issue was resolved; however, it was noted that the slides were beginning to deteriorate. This was considered non-urgent, as the slide was repaired to extend its functionality temporarily. The drawer was to be replaced when necessary. The system functioned as intended after the field service engineer repaired the device.